Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - 4581 appropriate term / code not available. H6 health effect - clinical code - e1309 urinary retention.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient experienced diabetic ketoacidosis (dka) and diagnosed at the hospital with this condition and has been in the hospital since (B)(6) 2026. He was using the wearable, but it gave him inaccurate readings; there was a significant difference between his 400 mg/dl bg and 305 mg/dl cgm. His wife assisted him to the hospital due to symptoms of nausea, vomiting, migraines, can't urinate and abdominal pain; his kidneys were also affected. For his kidney condition this was not clearly stated if this is due to the inaccuracy as well. He was still under treatment with insulin IV and IV fluids, though he does not know the specific dosages. At the time of the report the patient was still slightly confused but doing better and remained hospitalized (more than 24 hours). Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.